Event description:
It was reported that during a lobectomy, a strange sound was heard at the first firing and the staples were unformed at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.